Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a transmitter failed error occurred on (B)(6) 2016. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 09/01/2016. The reported event of transmitter failed error was confirmed. A root cause could not be determined.the transmitter has been received for evaluation. An external visual inspection was performed and found no observations related to the complaint. A voltage test was performed and the transmitter held no voltage; therefore, the reported failed transmitter could not be confirmed via testing. A share log review was performed and the transmitter failed error was found in the log confirming the reported complaint. A root cause could not be determined.